Manufacturer narrative:
On 11/16/2018, it was reported to mentor that patient has experienced breast implant deflation on the right side which occurred during open heart surgery (B)(6) 2018). No further information reported. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 625cc, catalog: number 3501695, serial number: (B)(6), lot number: 5658818. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 625cc and experienced deflation of the right breast implant. The deflation occurred during open heart surgery. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.4 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The event clearly said that the issue occurred during an open heart surgery. At this point it is not possible to determine the root cause of the yellow material found on the device. A manufacturing record evaluation (mre) of lot number 5658818 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the date of explantation is (B)(6) 2019. The facility name is the plastic surgery (B)(6), facility address is (B)(6). Manufacturer¿s reference number: (B)(4).